Event description:
The fisher & paykel evora full face mask used for CPAP and respiratory applications has a serious design flaw in the hose attachment interface to the device. The short extension hose provided with the mask (which must be used to connect to a CPAP/bipap/vpap device) is held to the mask frame by friction only, against a very thin piece of plastic. This extension hose spontaneously disconnects with very little force applied to the tube. I had multiple incidents where I woke up in the middle of the night and the hose had completely detached from the mask and stopped the flow of air. It seems to get worse after repeated washings, because the hose must be disconnected to clean the mask, and this easily wears out the friction joint holding the hose in place. It got so bad that I was unable to fall asleep one night without the hose disconnecting multiple times simply from gravity pulling on the hose (downward force from the hose leading to the bipap machine). I discarded the mask out of frustration. I don't know how this was FDA approved. In contrast, most other CPAP masks use a positive locking attachment method (like a lever) for the extension hose, so it is impossible to disconnect under use, without having to apply so much force that it destroys the device. Only the slightest tug is needed to disconnect the evora hose, and it becomes easier after the device has been washed a couple of times. I searched the internet and other users of this mask have had similar complaints: https://www.apneaboard.com/forums/thread-equipment-f-p-evora-tube-detaching.